Manufacturer narrative:
Medical device continued: addrl1 ipg implanted: (B)(6) 2010.

Event description:
It was reported that the patient felt shortness of breath and dizziness. There was high impedance and lead polarity on the right ventricular (rv) lead. There is plan to replace the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead was replaced due to a fracture.